Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that two (2) additional filters were connected before the filter of the prismaflex set by a manual connection on the access screwed connector. A blood leak detected alarm was observed and blood was present inside the effluent circuit. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The presence of additional filters in the circuit may lead to increase of pressure that can damage the set filter fibers and lead to subsequent leakage. The use of the additional filters is off-label use. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during evaluation of customer provided photographs of a prismaflex m150 set, a 'blood leak detected' alarm was observed and two (2) additional filters were connected to the set. There was no patient involvement. No additional information is available.